Manufacturer narrative:
(B)(4). The analysis results that one ple60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button worked properly during testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic sleeve, after the fourth firing using a blue load, the device could not be loaded for the fifth firing. The reload would not go in. It appears that the knife did not go all the way back to the home position. The reverse was used and it appears the knife did not go all the way back. They did all the proper protocol for device use. A second device was opened and the case was completed with no patient consequences.